Event description:
It was reported to baxter (B)(4) that one (1) basal/bolus infusor overinfused during patient use. The device was infusing fentanyl citrate. The actual flow rate was 100ml in 30 hours. The total fill volume is unknown. The temperature of the device was 33 celsius. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation, per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: one sample, connected with a patient control module (see MDR report 6000001-2010-04859) was received by baxter for evaluation. The reported condition of over-infusion was not confirmed. Flow tests confirmed the device delivered within specifications. A batch review was conducted and revealed that the product met all acceptance criteria for release. This is a single use device and will not be repaired.